Event description:
It was reported that an asahi sion blue guide wire was used during a percutaneous coronary intervention (pci) to treat a heavily calcified and moderately tortuous 75-90% stenosis in the proximal left anterior descending artery (lad). The subject sion blue guide wire was advanced to the distal diagonal branch. Pre-dilatation was performed in the proximal lad and the diagonal branch. After lithotripsy by shockwave (shockwave medical) with an unidentified 3.00*14mm balloon catheter, the tip of the sion blue guide wire was fractured. The 6-8mm-long tip fragment was shifted to the end of small diagonal branch. No attempt was made to retrieve the detached fragment. The fragment was left in the coronary artery. There was no contact between lithotripsy and angioplasty balloons with the distal flexible and radiopaque part of the guide wire. The sion blue guide wire was exchanged for whisper ms (abbott). The procedure was completed with no delay. It was informed that the patient was discharged the next day without complications.

Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911 device evaluation could not be performed because the affected device was not returned. Lot history review revealed no anomaly relating to the reported case. No other similar product experience report was received from this lot. As the affected device was not returned, the cause of this event could not be identified. Based on the obtained information and referring to known similar events, it was presumed that torsion and tensile stress might have been applied on the distal segment of the subject sion blue guide wire while the distal segment of the wire was trapped due to anatomical conditions and/or the heavily calcified lesion. Consequently, the distal segment of the sion blue guide wire was fractured. It was concluded that this event was not attributed to the product quality. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] ~separation of the guide wire.

Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911. The reported sion blue guide wire was returned for evaluation. The outer coil of the returned sion blue guide wire was stretched for approximately 25mm from the distal mid solder (set at 20mm from the tip for the purpose of fixing the outer coil onto the inner coil) and was fractured. Traces of solder material were found attached on the tip of the inner coil at approximately 13mm distal to the distal mid solder. Observation of the distal segment of the inner coil by scanning electron microscope (sem) found that the core wire and twist wires were fractured. The fracture end of the core wire had multiple longitudinal cracks on the fracture surface. The fracture surfaces of the twist wires were uneven. Observation by sem found that the fracture ends of the outer coil had multiple longitudinal cracks. Investigation of the returned sion blue guide wire suggested that approximately 8mm of the outer coil, core wire and twist wires were detached together with the distal ball tip. Solder material was attached at the end of the inner coil, indicating that the inner coil was not fractured. Lot history review revealed no anomaly relating to the reported case. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that bending stress might have been applied on the distal segment of the subject sion blue guide wire while the distal segment of the guide wire was trapped by the tortuous vessel and/or the heavily calcified lesion. Consequently, the distal segment of the sion blue guide wire was fractured. It was concluded that this event was not attributed to the product quality. The reported fragment left in patient anatomy is considered a permanent impairment. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings]: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects]. Separation of the guide wire.